Event description:
A report received from greece states that during a procedure to repair a retinal detachment, the surgeon experienced cutting difficulty. The cutter would cut intermittently. There was no impact or injury to the patient.

Manufacturer narrative:
The product has been requested however it has not been received. The lot history records were reviewed and found to be acceptable.